Event description:
A mother reported her daughter experienced a corneal ulcer following the use of complete moistureplus. The patient's symptoms began as redness, itching and tearing in the right eye as well as pupils of two different sizes. The reporter stated "it looked like she had pink eye." She saw her ecp who referred her to an ophthalmologist who told them she had a corneal ulcer that was potentially eyesight threatening. She was prescribed quixin (levofloxacin), 1 drop every hour and homatropaire, tapering to 1 drop qid. When she was evaluated, homatropaire hydrobromide 5% was added to the regimen. The reporter indicated the patient had used complete for about one year and this particular unit for about 2 weeks before the onset of symptoms. She indicated the contact lens case is 2-3 weeks old, is washed with water and air dried daily. She wears her acuvue with hydraclear lenses extended wear. She denied using rewetting drops. Follow up information from the patient indicated that she was also treated with prednisolone, recovered and has resumed contact lens wear. Additional information from the ophthalmologist and complaint unit from the patient have been requested.